Manufacturer narrative:
The pump was received with intermittent up arrow button response due to a flattened button dome switch. The lcd keypad connector was not found unlocked during visual inspection. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The healthcare provider reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer was advised that the device would be replaced.